Event description:
After removing the pt from the ambulance and placing the cot on the ground, the crew proceeded to lift the stretcher to the raised position. When the crew let go of the stretcher, it lowered to the lowest position. There were no injuries to the emt or pt.

Manufacturer narrative:
Device was recommended to be removed from service.